Event description:
It was reported the pt (australia) is receiving a low battery warning for her ipg. In addition, the pt alleges that her stimulation turns off when attempting to increase the amplitude. Surgical intervention will be undertaken at a later date to address these issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.